Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to failure of the charged coupled device (ccd). The cause of the faulty ccd could not be identified. The phenomena could have been prevented by following the description in the instruction manual which states: ¿do not strike the camera head. The camera head may be damaged.¿ ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head had an image problem, had no image. The issue was found during preparation for use for an in-service with no patient involvement. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. The device evaluation found intermittent image due to a bad charged coupled device. There was also a third-party repair found, and the connector failed the water leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.